Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. The device was not used on a pt. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that when the doctor tried to pump before use, he was unsuccessful.